Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 was damaged when it came out of the box. It was reported that it was "foggy." A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was non non-conformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).